Event description:
It was reported a catheter bond joint separated. The catheter remained intact. No patient injury reported.

Manufacturer narrative:
One 5f supreme ep catheter was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection revealed a separation at the transition between the gray and black shaft. Microscopic examination revealed no elongation of the material at the separation site. Corrective action was initiated on february 28, 2007 to investigate catheter shaft separations. The following dates are estimated. Only the month/year is known.